Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during patient care, the autopulse platform sized down halfway on the patient and then displayed a user advisory 42 (force overload tripped). Medics tried to restart the platform but the same issue recurred. At this point, manual CPR was administered. No adverse patient sequelae was reported. No further information was provided.